Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during initial testing; however, the device was put through extensive testing without duplicating the report. The monitor board was replaced as a pre-caution. The device was recertified and returned to the customer. No trend is associated with reports of this type.